Manufacturer narrative:
Analysis of product 1845000 of serial # (B)(4) able to confirm reported fault of heating issue. Pre-repair temperature test result after one minute were t1 105.3 f and t2 119.7 f. Collet assembly was corroded. Handpiece was cosmetically okay. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative. It was reported that during pre-op there was heating issue with handpiece. Heating issue occurred when device used more than a minute. No patient involved. There was no physician was involved in this event. There was no delay in the surgical procedure and back-up device was used.